Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) was unable to open the left slides on tube clamp. The tube clamp knob is unable to open the left slides and inspection of the tube clamp revealed broken lobe on lower left slide preventing tube clamp knob from opening left slides.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr replaced the tube clamp assembly on the roller pump and completed the pm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he found the tube clamp assembly on roller pump had a broken lower clamp on one side which will not open. There was no patient involvement.